Event description:
The hospital reported that during a coronary artery bypass procedure, ten heartstring iii seals failed to load properly. Replacement devices were used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the products in question.

Manufacturer narrative:
The devices have not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the devices. A supplemental report will be submitted if the devices are received. Lot history record reviews were completed for the reported product lot numbers. There were no nonconformances recorded in the lot histories. An in-service training from a maquet representative was recommended to the hospital due to the multiple issues that the customer has had with the heartstring iii device. (B)(4).